Event description:
It was reported that the 2600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were re-seated and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.